Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative:rescind h11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. (Sent to re-evaluate because this complaint needs to be voided. This is confirmed to be a duplicate of pc-000381620) device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area during step 9 of their treatment. It is unknown at which point in therapy the leak may have begun. Fluid leaked from both pumps a and b and the fluid was about one to two teaspoons. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however, to date has not been provided.